Event description:
It was reported that during a breast biopsy they noticed that their marker would not deploy. They changed to the 14g cormark and complete the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing from the device. Each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to how the incident occurred.